Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) ran diagnostics and verified that the smart remote manager (srm) was unlocking without any issues. The problem was traced to the customers refrigerator, which had its own internal lock mechanism enabled. Pharmacy was contacted and disabled the lock in the fridge settings. After the change, the fridge door opened normally during srm unlock. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager had failed, and the refrigerator door was not opening. The customer reported a recent power loss, and an error message stated that the tower was lost. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.